Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical neck procedure to treat a proximal humeral fracture on (B)(6) 2015. During the procedure, a proximal humerus internal locking system (philos) plate with screws was implanted. After all of the screws had been inserted, the surgeon attempted to lock the screw into the plate with a screwdriver shaft and torque limiter. At this point, the surgeon heard a louder than normal "click" sound after which the screwdriver shaft could not be attached to the recess of the screw head. It was then that a chip on the screwdriver shaft was discovered. The procedure was extended for two (2) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 24june2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the hexagon tip of the instrument is broken off; the broken off portion is missing. The remaining portion shows that the tip got twisted clockwise before breakage. The fracture face is homogenous, what indicates material conformity and shows the typical view of a forced rupture. A manufacturing conclusion cannot be presented due to the condition of the product. The device history record review shows that the production procedure was according to the specifications at the manufacturing time in june 2015 and there were no issues that would contribute to this complaint condition. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. This complaint is deemed indeterminate from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.